Event description:
It was reported that during a treatment an opsite adhesive was found to be not working and the dressing was puffer then usual; the procedure was completed using a back up device. There is no information regarding if there was any delay; no patient injuries or other complication were reported.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issues recorded in the batch log of the manufacturing records during the manufacturing process that could have caused or contributed to the issue. A complaint history review was carried out using the lot and part number provided, there have been no further complaints reported with this failure mode in the past three years. ¿a change control of opo product family was reviewed and found there was no raw material, methods of manufacture or manufacturing equipment changed since the original qualification exercises that could have caused or contributed to the issue experienced by the customer. The product was used in treatment. As no product could be returned, a thorough evaluation of the product could not be carried out. It was reported that during treatment the dressing does not adhere well to the skin, it is possible that the product is adhered to the non-dry skin. There are a number of reasons why the product is not sticky. This needs to be considered from the patient¿s use at that time. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch and at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We have not been able to confirm a relationship between the event and the product or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.